Event description:
Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached x-ray images could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tha: in situ: s-rom 20x15x165 36+8 lat stem, 20b lg sleeve, 11/13 taper 28+0 ceramic head, 52mm cup, 52/28mm lipped poly liner. Original surgery "6 years ago" (surgeon quote, no actual date obtained). Revised for thigh pain. Stem replaced with 20x15x225 36+8 lat stem, cup revision 52/32 lipped liner, 32+0 ceramic head.